Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens (iol) implantation surgery, the leading haptic was not in the right orientation. The lens was opened but not used, unspecified backup lens was used. Additional information was requested and received stating that there was no patient contact.